Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported a motor error occurred several times, as alarmed by the insulin pump. Customer's blood glucose was not known. It was advised to discontinue use of the insulin pump, however customer's parent expressed they still wished to use it. The device will not be returned for analysis.